Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported left side "rupture and capsular contracture grade IV baker." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, shell was broken, missing shell, creases, and red particles material was found on the shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified broken sharp edge and one striated opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a broken sharp edge in the posterior side assessed as unidentified (tear) opening, one striated opening assessed as surgical damage, and missing shell assessed as inconclusive.

Event description:
Health professional reported left side "rupture and capsular contracture grade IV baker." Device has been explanted.